Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient initially had "excellent response" to their deep brain stimulator after placement. In (B)(6) 2006, it was stated the patient had problems with "hallucinations and vivid dreams." In (B)(6) 2007, testing showed a decline in the patient's cognitive function "consistent with mild dementia." On (B)(6) 2007, the patient had their electrodes replaced as it was felt that their initial placement may have been suboptimal. It was not clear the revised electrode placement had any beneficial effect. No further follow up is possible regarding this patient.